Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor energy was intermittently being delivered. They switched out cable combinations and discovered that the vh-4020 was the root problem. No patient involvement.

Manufacturer narrative:
Trackwise (B)(4). The device was returned to the factory for evaluation on 28jan2021. An investigation was conducted on 25feb2021. Signs of clinical use and no evidence of blood was observed. The adaptor was observed to be intact, no visual defects were observed. An electrical evaluation was conducted.the device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test and did not produce steam and heat. A continuity test was conducted using multmeter and it was found that there was no continuity going from pin 5 of 6din connector. An engineering evaluation was conducted that identified the root cause of the "electrical issue". As per document number mcv-vh-4020, rev f schematic drawing, a continuity test was performed, there was a break in the connection which is located at pin 5 of the 6-pin din connector to 4-pin receptacle connector (#2 , and #4 ), and there was no electrical continuity found. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based upon the evaluation results, the reported failure mode "electrical issue" is confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the lot 74343214. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 adaptor energy was intermittently being delivered. They switched out cable combinations and discovered that the vh-4020 was the root problem. No patient involvement.